Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath and hysteroscope were in placed inside the patient¿s cervix along with the vaginal speculum and tenaculum; when the physician attempted to add a second tenaculum the hysteroscope and sheath bent. There were no patient complications reported as a result of this event. The patient was reported to be fine at the conclusion of the procedure.